Event description:
After using the malyugin ring, the surgeon demonstrated to a resident how to use it properly when a piece of the ring broke off. There was no patient contact when the piece broke off and it did not cause any harm to the patient as it was not near the patient when this happened.

Manufacturer narrative:
The malyugin ring is labeled as a single use device. The surgeon was attempting to use the ring in a demonstration after the ring had already been used in surgery and had been removed from the patient and surgical field at which point the glue joint failed. The device performed according to specifications during the initial use in surgery. There was no impact to the patient.